Event description:
Reference number (B)(4). Event occurred in the united states. On 13-jun-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient blood glucose levels was elevated to 660 mg/dl. The patient also reported that she first went to emergency room and received IV saline insulin drip. The infusion set use in use for 5 hours. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.